Manufacturer narrative:
The stapler 45 instrument has been returned and evaluated by the failure analysis (fa) team. Failure analysis investigations confirmed but did not replicate the customer reported complaint "jaws locked- had to use release wrench". Failure analysis found the primary failure of shifting failure to be related to the customer reported complaint. The instrument was found to have a shifting failure based on log review. A review of the logs shows the instrument did not unclamp after its last clamp due to a shifting failure. The root cause was not determinable. After using the unjamming tool, the instrument was placed and driven on an in-house system. The instrument passed initialization and moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument clamped, fired and unclamped without any issues. The instrument was then evaluated by advanced failure analysis (afa), and afa could not replicate the shifting failures. The cause of shifting failures is not determinable. While testing the instrument, it was observed that the yaw plate is bent outwards toward the clamp cardan. As a result, the clamp cardan can interfere with the yaw plate and pivot pin during clamping at certain wrist articulation angles, causing incomplete clamps. This damage is likely caused by user mishandling/misuse, such as excessive loading at the distal end of the instrument. However, the yaw plate damage does not appear to be related to shifting failures, as shifting is software controlled and occurs within the backend. A review of the instrument log for the stapler 45 instrument (470298-14/t10201008) associated with this event has been performed. Per the logs, the instrument was last used on 28 apr-2021. A review of the site's complaint history does not show any additional complaints related to this product. No images or videos were shared for the event. This complaint is being reported based on the following conclusion: the stapler 45 instrument failed to release from tissue when commanded by the user or system. Although no patient harm occurred, if this malfunction were to recur it could potentially cause or contribute to an adverse event. Blank MDR fields: follow-up was attempted, but the information for the blank patient-related fields in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for field d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5, g7, h7, and h9 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the stapler 45 instrument jaws locked. The customer had to use the release wrench. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the target tissue was stomach tissue. There was no tissue damage nor was medical intervention required to address the issue. The procedure was completed with no patient injury. Information regarding patient demographics, relevant tests, and medical history was requested, however the reporter could not provide that information.